Event description:
International customer reported that the device filled with air four days after placing the device in service. The device was removed from service and exchanged. No adverse pt consequences were reported. Additional info was requested.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.